Manufacturer narrative:
A product investigation was completed: a customer quality investigation was performed based only on the provided x-rays as the device is not available for investigation. A visual inspection of the provided x-rays, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed. The provided x-rays depict four (4) rib plates. The second plate (from superior to inferior) shows a roughly transverse break though the fifth hole from the lateral side. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition and the risk assessment was found to adequately address the complaint condition. No new malfunctions were observed during the course of this investigation. A device history record review could not be performed as the lot number was not provided. The relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause could not be determined as the device was not returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient sustained a fall on an unknown date approximately 5 years ago, and broke several ribs. The patient was treated non-surgically for the rib fractures. After 8 weeks of non-surgical treatment, it was determined that there was probable non-union of the rib fractures. The patient then underwent a matrix rib plating procedure for the rib fractures on an unknown date. The patient healed well with no complications. In (B)(6) 2017, the patient returned to the surgeon complaining of pain. The patient reporting that she had been riding in a golf cart, which hit a bump and she heard a pop, and felt one of the rib plates break. X-rays confirmed the broken plate, and confirmed that the plates above and below the broken plate were still intact. The surgeon has not scheduled a removal or revision of the broken plate at this time. Treatment includes anti-inflammatory (non-steroidal) medication, and non-narcotic pain reducing medication. The patient is to return to surgeon in 6 to 8 weeks for follow-up.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown matrix rib plate. Possible part number may be 04.501.005, brand name: ti matrixrib pre-contoured pl 17 holes for left ribs 6 & 7; common name plate, fixation, bone; device product code hrs, 510(k)# k161590. Confirmed part and lot numbers were not provided for reporting. Therapy date: unknown. The initial date of implant was approximately 5 years prior to the date of this report. The subject device is still implanted in the patient as of the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that x-rays taken on an unknown date revealed post-operative breakage of an unknown matrix rib plate and nonunion. The patient was originally implanted on an unknown date approximately five (5) years previous to the date of this report. It was further reported that the patient has "bad" osteoporosis. It is unknown if the patient is experiencing pain or other symptoms as a result of the broken plate and nonunion of the rib. The surgeon contacted synthes to obtain additional information regarding the plate to aid in determining if the broken plate should be explanted or left in place. At this time it is unknown if revision surgery will performed. Concomitant medical products: 2.9mm ti matrixrib locking screws self-tapping/12mm (part # 04.501.022.01, lot # unknown, qty. 10). This report is for one unknown matrix rib plate. This report is 1 of 1 for (B)(4).